Manufacturer narrative:
This report is for an unk - drill bits: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent a surgery. During the surgery, the drill bit broke. The fragment of the drill bit was generated and removed it. The surgery was completed successfully without delay reported. The patient status was stable. This complaint involves one (1) device. This report is for (1) unk - drill bits: trauma. This is report 1 of 1 for (B)(4).